Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the 2.75 x 16 synergy¿ stent could not be implanted during the procedure due to friction during advancing. The shaft of the stent broke, and was removed from the patient without any complications. The procedure was completed with another of the same device. The patient was noted to be stable.